Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned empty - unable to test. Most likely underlying root cause: (B)(4)-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 135 to 145mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is (b)(66 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :195mg/dl date: (B)(6) 2017 fasting. Result 2 :188mg/dl date: (B)(6) 2017 fasting. Result 3 :213mg/dl date: (B)(6) 2017 fasting. Result 4 :207mg/dl date: (B)(6) 2017 fasting. Result 5 :306mg/dl date: (B)(6) 2017 fasting. Customer called in states the meter is reading high. Customer does not have control solution. Did not run a back to back blood test since customer no longer has test strips.